Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that their healthcare provider (hcp) made new programs (a and b) at their appointment last week, but the programming apparently did not save. Those programs could not be seen in the available options to the patient. It was noted the patient has required larger increases in programming since their last replacement. No medical symptoms were reported. No further complications were reported.